Event description:
The customer indicated they have encountered difficulty with the 3 fr. PICC lines breaking just past the hub. A 4th PICC line had to be inserted on the same patient, as the last three have all broke - in the same place. (Ref: 1820334-2013-00125 and 00126). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
No patient injury was noted. Device breakage is not labeled in the IFU. Event evaluation: still under investigation.